Event description:
It was reported that the patient had developed a granuloma. Catheter explant was planned for (B)(6) 2014. Patient status at the time of the report was alive with no injury. The device system delivered baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type: catheter. (B)(4).